Event description:
It was reported that the patients ipg was defective as when the patient attempted to recharge the ipg, the patient experienced severe convulsions and generalized stimulation which is painful lasting for two days. It was also noted that the patient experienced shocking sensation. The patient underwent a revision procedure wherein the ipg was replaced and will not be returned. The patient was doing well postoperatively.